Manufacturer narrative:
Device evaluation- the returned device was given functional testing and found to perform as per specifications. The reported issue could not be duplicated during testing. The device event history log was downloaded and examined; .this showed an error 1814 alarm had occurred. This type of error can indicate an issue with the motor. The motor was replaced as a preventive measure.

Event description:
It was reported that the device gave an alarm and a message "error 1814". No known adverse effects to patient.